Event description:
The customer reported that they were unable to get any fluoroscopy or acquire images.

Manufacturer narrative:
(B)(4). The investigation showed that the field svc engineer (fse) went to the site and checked the error log, which indicated that no detector was connected. The fse replaced the image detector power supply and detector, which solved the problem. Pt health was not at risk. The failure occurred when pt had just been placed on the table.